Event description:
On (B)(6) 2011, the patient reported experiencing a bent infusion set cannula that led to insulin leakage on the 2nd day of use. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue. The infusion set was requested to be returned for evaluation.